Event description:
Attending surgeon reported that a pt developed a recurrent hernia at the superior aspect of a previously repaired defect. Pt was returned to surgery for repair. Surgeon found pt's tissue had pulled away from the original mesh allowing for the hernia to form. Patient's colon was found adherent to the previously placed mesh. Current status of the pt is reported as recovered.